Event description:
The customer reported two suppressed co2 (carbon dioxide) results, and approximately fifty (50) milliliters of fluid, leaked near the electrolyte injection cup (eic), involving unicel dxc 800 synchron system. The customer had on, personal protective equipment (ppe), consisting of gloves and a laboratory coat and cleaned up the fluid with gauze pads. The fluid consisted of electrolyte buffer, reference reagent, and deionized water. The customer stated no erroneous patient results were generated. The customer did not have direct contact with the fluid. There was no exposure to open lesions or mucous membranes. There was no report of operator injury or adverse effect associated with this event. The customer has an exposure control plan at the facility. The customer was advised to reanalyze previous patient samples to verify results precision. Beckman coulter field service engineer (fse), went to the facility and assessed the instrument.

Manufacturer narrative:
The field service engineer (fse) discovered a faulty electrolyte injector cup valve assembly. The fse replaced the valve assembly and resolved the issue. Service activity performed was verified to meet the specified requirements per established procedures. The instrument conformed to the manufacturer's published performance specifications. (B)(4).